Manufacturer narrative:
(B)(4).

Event description:
It was reported during preparation for generator change due to normal eri, trending data could not be displayed message was received. The device was explanted and replaced.